Manufacturer narrative:
The user facility submitted a medwatch report related to this event: mw5094315. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020, reported as "happened over the weekend." (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system solution sets were leaking. It was further reported that the leaks were coming from the middle of the set where there were two heat-shrunk pieces of plastic that came together. The reporter stated that they did not observed any holes or slices coming from the set. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.